Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection was performed. The low battery alarm was identified during visual inspection. The cause of the low battery was determined to be an inability to charge due to a blown fuse. To correct the condition, the battery and the blown fuse were replaced. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm. This occurred before use. There was no patient involvement. No additional information is available.